Manufacturer narrative:
According to the customer, on (B)(6) a circumcision procedure was performed with the mogens and there was an increase in bleeding at the site at a greater rate than normal. In addition, the mogen cut the infant's foreskin when it was applied causing additional bleeding. The bleeding stopped with manual pressure. The circumcision was completed without any further issues. The facility stated there was no serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) a circumcision procedure was performed with the mogens and there was an increase in bleeding at the site at a greater rate than normal. In addition, the mogen cut the infant's foreskin when it was applied causing additional bleeding.